Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced internal haemorrhage ("internal bleeding") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and internal haemorrhage outcome was unknown and the alopecia was resolving. The reporter considered alopecia, internal haemorrhage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and hair loss . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event hair loss was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced internal haemorrhage ("internal bleeding"), alopecia ("hair loss"), abdominal distension ("im still extremely swollen") and bronchitis viral ("viral bronchitis infection") and was found to have blood bilirubin increased ("billirubin levels were up"). The patient was treated with steroids and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, internal haemorrhage, abdominal distension, blood bilirubin increased and bronchitis viral outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for blood bilirubin increased and bronchitis viral with essure. The reporter considered abdominal distension, alopecia, internal haemorrhage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and hair loss quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: new events bronchitis (infection) and bilirubin levels were up were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') and internal haemorrhage ('internal bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced internal haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and internal haemorrhage outcome was unknown. The reporter considered internal haemorrhage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Reporter added. Event internal bleeding was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced internal haemorrhage ("internal bleeding"), alopecia ("hair loss") and abdominal distension ("im still extremely swollen"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, internal haemorrhage and abdominal distension outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, alopecia, internal haemorrhage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event swelling of belly and reporter information were added. On 20-mar-2020: social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having a hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.